Event description:
It was reported an infection was present at the incision site. As such, the patient was prescribed oral antibiotics to address the issue. The investigation did not determine which lead site was infected. If antibiotics do not resolve the issue, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8310387. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8339259. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8339259.

Event description:
Related manufacturer reference number: 1627487-2022-06865, 3006705815-2022-18711,1627487-2022-06866, 1627487-2022-06867, 1627487-2022-06868, 1627487-2022-06869, and 1627487-2022-06399. It was reported that the infection spread to the full system. As such, the patient's system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that cultures came back negative for infection.